Event description:
It was reported that the defibrillation alarm was sounding and that the patient did not need the alarm given their medical condition. The alarm was subsequently turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.